Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing premature battery depletion on the device. Patient has had no therapies or aborted therapies in the interim. Patient will be monitored for eri. No further information.

Event description:
New information received indicates that device was explanted.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.